Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one hickman d/l catheter was returned for evaluation and one electronic photo was provided for reviewed. Gross, microscopic visual and functional testing were performed. The investigation is confirmed for the reported fracture issue as a compound split was noted to the catheter approximately 0.5cm from the distal end of the bifurcate. Also, complete circumferential break was noted to the distal end of the catheter. Furthermore, the edges of the compound split were observed to be sharp and smooth and the complete circumferential break surface was observed to be finely granular. Upon infusion of the white luer, a leak from the compound split was observed. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that seven days post catheter placement procedure, the catheter was allegedly fractured. It was further reported that surgical interventional used. Hyperemia and hematoma were observed in the region where the new catheter was inserted. The current patient status is unknown.

Event description:
It was reported that seven days post catheter placement procedure, the catheter was allegedly fractured. It was further reported that surgical interventional used. Hyperemia and hematoma were observed in the region where the new catheter was inserted. The current patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one hickman d/l catheter was returned for evaluation and one electronic photo was provided for reviewed. Gross, microscopic visual and functional testing were performed. The investigation is confirmed for the reported fracture issue as a compound split was noted to the catheter approximately 0.5cm from the distal end of the bifurcate. Also, complete circumferential break was noted to the distal end of the catheter. Furthermore, the edges of the compound split were observed to be sharp and smooth and the complete circumferential break surface was observed to be finely granular. Upon infusion of the white luer, a leak from the compound split was observed. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2025). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 01/2025). Device pending return.

Event description:
It was reported that after a catheter placement procedure, the catheter was allegedly fractured. It was further reported that surgical interventional used. The current patient status is unknown.